Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the control body fluid damage, the u/d & r/l pulley wire fluid damage, the operation channel leaky, and the segment worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.